Event description:
It was reported that an asymptomatic patient presented in or for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.